Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable pump. It was reported the patient was told by a manufacturing representative that their pump was very loose. The patient stated it did not appear to have slipped, but the pump itself was not seated correctly and they were told they would need to go back into the surgeon to pack it down. The patient stated their doctor was thinking that they may need to do a catheter study too. Additional information was received from the manufacturing representative (rep). The rep reported that the patient stated the pump felt "loose" in the pocket. The patient did not report it flipping, she stated it was uncomfortable and she has been directed back to the surgeon for further assessment. The patient stated that she did not want to have surgery. Therefore, the pain management doctor advised the patient to continue wearing an abdominal binder. It was noted this was an on-going issue since the pump was replaced, per the patient. The patient had been advised to seek the surgeon's opinion and continue wearing the abdominal binder. There were no external/environmental/patient factors identified that may have caused or contributed to the issue. Surgical intervention was not planned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that it was not determined that it was thought that there was a procedure related problem or a problem with the pump itself. It seemed that it was thought that the device pocket was just not comfortable and the pump felt loose. At this point it was not determined if surgical intervention would be required as the patient didn¿t want surgery. In regards to the patient¿s weight it was reported that no major changes were reported.